Manufacturer narrative:
For the last calibration performed on (B)(6) 2021, calibration signals were slightly lower than expected, but this is not likely related to the event. Quality controls were within range on the day of the event. The sample tube was 12 mm. In diameter. The minimum recommended tube diameter for the e411 analyzer is 13mm. The clotting time was 20 minutes, which seems to be lower than what is recommended by tube manufacturers. The sample was processed without rack adapters required for 13 mm. Minimum diameter tubes. The field service engineer determined that sample probe voltages were not correct and adjustments were made. The engineer later replaced a circuit board for liquid level detection and replaced the sample probe. The investigation could not identify a product problem. The exact cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted in a hcg+beta value of < 0.100 miu/ml accompanied by a data flag. This value was reported outside of the laboratory and was questioned since the patient was pregnant. The sample was repeated twice, resulting in values of 373.8 miu/ml accompanied by a data flag and 410.0 miu/ml accompanied by a data flag. The sample was also repeated on (B)(6) 2021, resulting in a value of 403.8 miu/ml. The hcg+beta reagent lot number was 51653900, with an expiration date of 30-apr-2022.